Event description:
Procedure type: hemorrhoidectomy. According to the reporter: this is a case of 3rd degree hemorrhoids. After completing the purestring suture, surgeon tried to connect the stapler set with the anvil. He heard the click sound and tried to close the stapler but it was not approximating properly and was popping out. Surgeon managed to approximate and fired the device, but the staple was not well formed. Procedure was completed by using conventional and open technique. There was small vessel bleeding due to the staple penetrated the sub mucosal layer of rectum and the surgeon managed the patient with bipolar. Current patient condition ok. There was no bleeding reported in excess of 500cc. Extended the hospital stay for 2 more days.

Manufacturer narrative:
(B)(4).